Event description:
Information was received from a manufacture representative (rep) regarding implantable pumps. It was reported that the rep left his pump bag in the garage and when he checked the pumps, they all gave the "stall warning". The agent reviewed information on pumps with pending alarms and advised the rep to send them back to the rpa lab. All four pumps presented with the pending alarm alert.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified that the bulkhead weld area did not provide a hermetic seal, which resulted in a leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.